Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is broken. The likely cause of failure couldn't able to determine. It was also noted that the leg is scored and the color band and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, and there was a problem with the bearing in the cap and no possibility insert the blade into the cap. It was reported that there was no patient involvement.